Event description:
It was reported that during a tcar procedure, the enroute guidewire was buckling when exiting the arterial sheath. A dissection was noted on imaging in the proximal cca. The arterial sheath was pulled back and a 3rd party wire was used to complete the procedure. An unplanned additional stent was placed to address the dissection.

Event description:
It was reported that during a tcar procedure, the enroute guidewire was buckling when exiting the arterial sheath. A dissection was noted on imaging in the proximal cca. The arterial sheath was pulled back and a 3rd party wire was used to complete the procedure. An unplanned additional stent was placed to address the dissection.